Event description:
It was reported that the left ventricular lead was implanted after the expiration date. The lead remains implanted at the doctor's discretion. The patient's family was made aware of this and was fine with it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.